Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the optic of the intraocular lens (iol) was broken.. Additional information received; the iol was broken at the moment it entered the lens capsule. The lens was removed and replaced without impact to the patient.